Event description:
Narrative from staff: it has been noticed by some doctors that the suture on the 0-vicryl ctx j370h comes off the needle very easily and not when needed. The suture is not designed to separate from the needle as it is supposed to be cut off when suturing is done. Multiple packages from one box kept doing this. We removed the box.